Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported, the device kept alarming, vibrating, and beeping. Customer's blood glucose was 160 mg/dl. Customer was advised the radio frequency on the device may not be working. No further information reported.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates in a 50 c oven and passed the self test. No unexpected audio anomaly, vibration anomaly or failed self test alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.